Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter was observed in an unspecified quantity of 250ml eva (ethyl vinyl acetate) bags. The customer sent the device(s) to an independent laboratory for testing and the potential particles were noted to be cellulose, cellulose with lignin, polyamide 6 & 6,6, acrylic polymer, copolymer of polymethyl methacrylate, acrylonitrile-butadiene-styrene, polyurethane or polyethylene terephthalate. The particulate was identified ¿following the preparation of patient doses in the empty eva bags¿. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.